Event description:
It was reported that the whole pump device was removed due to an infection in the pain pump site on (B)(6) 2012. "Catheter projection near spine, pocket where pump sits" were aspirated. Pump site infection came back as mrsa. No new device was put in. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. (B)(4).